Manufacturer narrative:
Investigation found no defects or deficiencies that would signal a hazard alarm/alert/advisory or cause a failure of the pod's ability to deliver insulin. Data returned an error code, signaling no hazard alarm was triggered.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that her levels went over 500 mg/dl. When she got to the ER (emergency room) the levels were still over 300 mg/dl. The doctors at the ER told her that she had almost gone into dka but had gotten there in time. Her ph was fine. The doctor did not do a blood gap test, which they would usually do. The customer did a home ketone test which revealed traces of ketones. While at the emergency room, the doctors gave her a ketone test but she does not remember what the results were. She believes it was negative. She was given an anti-nausea medication and a medication for gastrointestinal cramping. She does not have the names of the medications with her since she called while on her way to work. The patient was given fluids and medication via IV. The pod had given an occlusion alarm during a bolus of over 8 units. It was worn between 4 and 24 hours on the back. She was released from the ER after 6 hours.